Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, alert 106 ""force catheter sensor error"" was observed on carto3 screen. The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening testing of the returned device. Visual inspection revealed a hole on pebax area with internal parts exposed; however, the damage could be related to the handling. No was found other damage on the tip. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 31253401l number, and no internal action related to the complaint were found during the review. The force issue reported by the customer was confirmed; however, the potential cause cannot be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU of the product states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab evealed a hole on pebax area with internal parts exposed. During the procedure, an error 106 occurred after the catheter was plugged into the carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.